Manufacturer narrative:
Medical devices continued: 419478 lead implanted: (B)(6) 2008 407652 lead implanted: (B)(6) 2008. If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that the right ventricular (rv) lead exhibited high impedance, noise, and short ventricular intervals due to a confirmed fracture. The lead was explanted and replaced. No patient complications have been reported as a result of this event.